Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation surgery the patient suffered from a strong cold and vertigo. At this time, problems with the skin over the implant also started. The skin around the implant site would become swollen and inflamed, especially when the external processor was used. The magnet strength was reduced to a #2 magnet. The patient did not use the processor for many months. Symptoms were reduced but not eliminated completely.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the user report the device was explanted for medical reasons, namely skin swelling and inflammation on the implant site. In addition, the user experienced pain over the implant, especially when wearing the audio processor, even with reduced magnet strength. The symptoms are most likely related to subcutaneous air that was not completely reabsorbed. This is also in line with a reported episode of air over the reference electrode one month after explantation following a strong cold. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
After implantation surgery the patient suffered from a strong cold and vertigo. At this time, problems with the skin over the implant also started. The skin around the implant site would become swollen and inflamed, especially when the external processor was used. The magnet strength was reduced to a #2 magnet. The patient did not use the processor for many months. Symptoms were reduced but not eliminated completely.